Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2006, that a wallflex enteral duodenal stent was used during a enteral endoscopy procedure performed in 2006, (male patient; weight is unknown). According to the complainant, the stent did not expand on the distal end. "The physician removed the catheter with partialy and proximaly opened stent." The physician completed the procedure with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event.